Event description:
It was reported the case is damaged. The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a pinched wire on an output connector. Analysis also found the upper case, lower case, and one bail cover are broken. High rate cover, ring cover, ring, both bails, and one bail cover are missing. One control knob spring is bent. (B)(4).